Manufacturer narrative:
The insulin pump was received with intermittent buttons response due to corroded keypad traces. No number ramping up noted during testing.

Event description:
The customer reported via phone call that numbers were ramping on the screen without input from them. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.